Event description:
During a routine maintenance visit. Ohmeda svc rep noted output of vaporizer was not within spec. Ohmeda's investigation into the reported event is still ongoing. A follow-up report will be submitted when the investigation has been completed.